Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00109. It was reported the patient is not receiving effective therapy due to high impedances on the bilateral s1 leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated patient underwent surgical intervention on (B)(6) 2024, where one of the s1 lead was replaced and the other lead was pushed further to advance into the header a little more and cleared the impedances. Effectve therapy was restored.